Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial transvenous lead were explanted due to a patient infection. No further adverse patient effects were reported. A request was made for product return.

Manufacturer narrative:
It was reported that the products were sent to the hospital's pathology department and then may be returned. Should additional information become available this event will be updated.